Event description:
The facility reported an infusion pump with an underdelivery which occurred during biomed testing. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.

Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value of -8.1% from the desired amount. The specification of this device is +/-5%. A corrective and preventative action, mdq-CAPA-164 has been initiated.